Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic sphincterotomy procedure, the wire was broken during papilla incision. The procedure was completed with an olympus back-up device. There was no report of patient harm.

Manufacturer narrative:
Updated fields: d4-expiration date, h2, h3, h4, h6, and h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.